Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product was reported for an unknown reason. (B)(6) 2017 - a functional check with a mating broach found the locking lever on the handle is loose. (B)(6).